Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient developed an infection at the ipg site following an implant procedure. It was noted that patient had a high white blood count and puss was coming out of the wound. Antibiotics were administered. The patient underwent an explant procedure. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the ipg site following an implant procedure. It was noted that patient had a high white blood count and puss was coming out of the wound. Antibiotics were administered. The patient underwent an explant procedure. The patient was doing well postoperatively.